Event description:
It was reported that during a cryo ablation procedure, the thermocouple on the balloon catheter was recording erratic fluctuations. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files and 2af283 balloon catheter with lot number 19275 were returned and analyzed. The files were analyzed using the applicable console cdm software per the applicable field service manual. One file showed two applications were performed with the returned balloon catheter. The file showed an unexpected flow profile on application 1. The file also showed system notice 50030 "high level of refrigerant flow and stopped the injection" during the ablation on application 2. The other file showed ten applications were performed using a non-returned balloon catheter. External visual inspection of the balloon segment showed the balloon was bent. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 2 applications on the reported event date. During functional testing, frost was observed on the catheter coaxial connector. The console terminated the application and triggered system notice 50030. During inflation, a kinked guide wire lumen was observed inside the balloon segment. Pressure testing and inspection was performed on the sub-components of the balloon, handle, and shaft segments. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.5 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, the injection tube was observed as receded. This caused the injection path to be disrupted. The coaxial port was detached from the handle and was pressurized from injection tube at coaxial port while the free side of injection tube was blocked at the other side. Pressure testing showed the bubbles are coming out from the coaxial port. It identified a leak path at the bonding location of the injection tube and coaxial connector. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.